Event description:
It was reported that during the procedure, the subject coil was repositioned several times within the shaft of microcatheter, the coil no longer moved as intended and became stretched. Operator removed the coil with the entire microcatheter and replaced with a new device and completed the procedure successfully without clinical consequences to the patient.

Manufacturer narrative:
G4 PMA/510(k - corrected due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject coil was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the coil was repositioned several times within the shaft, the coil no longer moved as intended and became stretched. The coil then detached inside the microcatheter. An assignable cause of undeterminable will be assigned to this complaint as the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
It was reported that during the procedure, the subject coil was repositioned several times within the shaft of microcatheter, the coil no longer moved as intended and became stretched. Operator removed the coil with the entire microcatheter and replaced with a new device and completed the procedure successfully without clinical consequences to the patient.